Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate any power discrepancies. The unit powered on and off as expected. Physio-control did observe that the device's battery pins and battery contact assembly were worn and they were replaced as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event where the patient was only being monitored, the device lost power on its own. The device was able to be powered back on and then lost power again. The customer ceased use of the device after the second loss of power. The patient was in a stable condition and did not suffer any adverse effects as a result of the reported issue.